Event description:
It was reported that a motor stall had occurred and was still stalled after four days. The patient experienced underdose symptoms and was hospitalized. The pump was to be replaced. This device system delivered palladon. It was later reported that the patient had experienced nausea, vomitis and pain. This device system delivered hydromorphone. Troubleshooting of "new programming" was performed without success. The pump was successfully explanted on (B)(6) 2013 and being returned for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found a motor gear train anomaly; corrosion and/or wear and/or lubrication as well as a stall due to shaft-bearing. There were multiple motor stalls and recoveries seen in the logs and the pump was received with a hard motor stall that never recovered. Significant residue was seen as well as shaft wear on the upper shaft of gear 2. Some residue was also found on the jewel where the upper shaft of gear 1 inserts into the top bridge assembly. Residue was seen on the gear three¿s o-ring located on the top bridge.